Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displays occasional dropout of sensing during episodes which delays therapy. The patient has become more symptomatic and passes out during these episodes. The local guidant representative is questioning whether changing sensitivity would solve the issue.